Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a debridement of surgical site with removal of retained hardware and bone and open reduction internal fixation (orif) of cranium due to infection. One (1) titanium low profile neuro strut plate, three (3) titanium low profile neuro burr hole cover, and sixteen (16) titanium low profile neuro screw self-drilling was removed due to local infection at the site. Patient initially injured self in a motor vehicular accident (mva) and was ejected from the car. Patient had multiple surgeries to multiple areas including her head and multiple debridements from the initial surgery on (B)(6) 2018. There was no surgical delay. Procedure outcome was successful. Patient is still in coma. This complaint involves twenty (20) devices. Please see the linked complaint (B)(4) which captures the additional 10 devices. This complaint is for one (1) ti low profile neuro screw self-drilling 4mm. This report is 8 of 10 for (B)(4).